Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The cause of low bg was unknown. The customer was confused and shaking, and received third party assistance from their parents and emergency medical services (ems). The customer¿s parents provided glucose tablets and a glucose shot, and ems monitored the customer to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.